Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening. The reported prosthesis wear and loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2020, and then experienced revision surgical procedure on (B)(6) 2023 approximately 2 years and 11 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation.